Event description:
Caller reported cartridge alarm 30, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer did not have a backup therapy available and plans to consult their healthcare provider. Technical support confirmed the issue and arranged a replacement pump, advising the caller on using the updated software and returning the faulty pump with provided instructions.